Manufacturer narrative:
Carefusion has requested additional information via email from the user facility on the reported event and the status of the patient. As of july 08, 2015, there has been no additional info provided by the user facility pertaining to that request. (B)(4). A carefusion technical support specialist recommended to the user facility biomed that he calibrate the device's pressure transducers. Based on the information provided by the user facility biomed, it appears that the mostly cause of the reported event was excessive rainout in the patient circuit and not a failure of the device.

Event description:
The user facility biomed reported that while on a patient, the expiratory limb of the patient circuit on the device became full of water, causing the device to alarm high vt (high tidal volume). The patient was removed from the device and placed on another device. There was no allegation of harm to the patient. The user facility biomed also reported that after he dried out the patient circuit and the device's exhalation corner (exhalation valve, exhalation filter, exhalation water trap and exhalation flow sensor), the devices tidal volume readings were appropriate based on the device's settings. The user facility biomed reported that the device's exhalation corner heater is functioning.